Event description:
The patient ((B)(6)) received an scs system, including a surgical lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to a loss of stimulation, high impedances and a suspected fracture. The explanted lead was returned to the manufacturer for analysis. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: analysis of the device is in process; the results will be forwarded when available. Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Evaluation summary: as received, the lead segment, paddle and terminal end had broken and exposed wires. It is unknown what caused the lead to fracture. No functional testing was performed due to the broken and exposed wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.